Manufacturer narrative:
(B)(4).

Event description:
It was reported that for episodes of vt ineffective therapy was delivered. Reprogramming was performed. The patient's condition is fine after the event.